Event description:
Ous MDR. A pacing impedance of >3000 ohm was reported after an implantation time of about 7 months. The x-ray image showed a not quite clear bend in the lead.

Manufacturer narrative:
Ous MDR. The mechanical and electrical properties of the lead were checked during the analysis. The analysis showed damage to the outer insulation due to squashing in a spatially limited area (9 cm distal of the ligature). In addition, the electrical lines were broken at this spot. These damage manifestations must be regarded as the causes for the high pacing impedance. This damage manifestation is with high probability the result of the simultaneous occurrence of strong and excessive pressure on the lead body in the implanted state. The characteristics and the position of the damage, as well as the existing x-ray images, indicate the subclavian crush syndrome, i.e., the jamming of the lead between clavicle and first rib. The blood in the lumen of the lead was probably introduced during the implantation/explantation. The analysis of the damages at the lead did not show any indications for manufacturing errors or material defects.